Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that t the patient(pt) reports symptoms have returned since "probably the first of march". Pt reports is running to the bathroom and unable to hold fecal matter. Pt reports went to hcp early march and hcp messed with settings. Pt reports increased therapy strength to 1.0ma and unable to feel. Pt reports use to feel stim at 0.5ma. Pt states had a revision procedure in december and device was placed lower since pt lost a lot of weight. Agent reviewed increasing therapy strength or different programs. Pt will increase therapy strength or switch to a different program after consulting with hcp and charging ins. No further action was taken by patient services.